Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 5.8, re-test: 4.6. Patient self tester received a higher than anticipated result, so she re-tested 10 minutes later using a different finger on the same hand. Caller reports that she "milks" the finger.

Manufacturer narrative:
Investigation pending.